Event description:
During aaa repair in 2007, the physician placed a zilver stent inside one of the iliac leg grafts to prevent future kinking of graft.

Manufacturer narrative:
Evaluation: still under investigation.